Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient's ipg was inoperable. An abbott representative met with patient, paired programmer to generator and received the replace generator message. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.